Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm or determine the root cause of the reported dislodged cannula. Also, we are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia.

Event description:
The patient was wearing a pod on the abdomen for between 5 and 24 hours. The patient experienced weakness and nearly fainted after noticing blood glucose levels were elevated up to 500 mg/dl. Upon inspection, the patient observed that the cannula was dislodged and this prompted the patient to call an ambulance. The patient was transported to the hospital where no treatment was administered by the medical staff. The patient manually injected insulin and remained under observation for a few hours before being discharged without any complications on the same day. The pod was still in place during the medical attention.